Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and undersensing. The patient presented with chest pain, however the cause was unknown. The field representative was contacted to interrogate the device. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that the lead had dislodged. The pocket was re-opened and the lead was successfully repositioned. No additional adverse patient effects were reported.